Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that, the customer had high blood glucose of 22.6 mmol/l. Customer treated high blood glucose with the pen. The customer also received no motor movement or negligible movement. Retries to free a stuck motor failed error and also stated that, the insulin pump was not rewinding. The insulin pump will not be returned for analysis.